Event description:
The account reported that the brake assembly will not set. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
Hill-rom technician support suggested the account replaced the brake detent. Per the hill-rom service manual the affinity three birthing bed and affinity four birthing beds require an effective maintenance program. We recommend that you perform semiannual preventive maintenance. Check the tires for cuts, wear, tread life, etc. Apply the brake, and check to ensure that the bed will not move. If the bed moves, inspect it for wear, and adjust if required. Apply the steering pedal and check the steering to ensure proper locking action when activated. Three attempts have been made regarding a resolution to this contact line with no response from the account. Based on this info, no further action is required.